Event description:
The safety lock on the dropsafe 25g x 1" needle is very difficult to engage. Several nurses report that when they try to engage the safety lock it bends the needle and does not fully engage. Another nurse reported that when she tried to engage the safety lock that the needle actually broke off and fell to the ground. Another nurse reports that when he tried to engage the safety, it did not lock and the nurse nearly stuck himself when the needle was exposed again. FDA safety report ID# (B)(4).